Event description:
A healthcare facility in the UK reported, via a fisher & paykel healthcare (f&p) field representative on the (B)(6) 2021, that the gas flow through a 900rd009 neopuff supply line was restricted and there was a delay in therapy to the patient. Further information was reported on the (B)(6) 2021 that the tubing of the 900rd009 neopuff supply line was kinked and a had a small split. There was no patient consequence.

Manufacturer narrative:
(B)(4). Section g4: 900rd009 is a class I product and therefore does not require a 510(k). The original reported event was in regards to a 900rd009. Further investigation revealed that the reported event is regarding 900rd008. Method: two 900rd008 neopuff supply lines were returned to fisher & paykel healthcare (f&p) in new zealand where they were visually inspected and analysed. Results: visual inspection of one device revealed that and no damage was observed. Visual inspection of the second device found that the gas supply line was torn. Both devices were found to be able to be connected to a known working flowmeter. Conclusion: we are unable to determine the cause of the reported event; however, our investigation indicates that the breakage of the 900rd008 is most likely due to excessive pulling of the gas supply line. It should also be noted that the damaged tube is approximately at least 10 years old. The neopuff gas supply line is a reusable device and consists of flexible tubing with a plastic connector at one end. The plastic connector fits to the inlet port of the neopuff. Removal of the gas supply line from the neopuff inlet port is normally achieved by clasping and pulling the plastic connector away from the inlet port. If removal is attempted by pulling on the gas supply line tubing instead, it could lead to weakening and tearing of the reusable tube at the tube-connector interface after multiple reuses. The neopuff infant resuscitator user instructions state the following: - prior to every use of the neopuff, the user is to ensure that the device is functioning correctly and that the peep cap is adjusted to the desired peep level. - the neopuff infant resuscitator must only be used after checking that correct pressures will be delivered to the baby.

Manufacturer narrative:
(B)(4). 900rd009 is a class I product and therefore does not require a 510(k). The complaint 900rd009 neopuff supply line is currently en route to fisher & paykel healthcare (f&p) for evaluation to determine the involvement of our product in the reported event. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in the (B)(6) reported, via a fisher & paykel healthcare (f&p) field representative on the 26 february 2021, that the gas flow through a 900rd009 neopuff supply line was restricted and there was a delay in therapy to the patient. Further information was reported on the 5 march 2021 that the tubing of the 900rd009 neopuff supply line was kinked and a had a small split. There was no patient consequence.